Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd pegasus¿ safety closed IV catheter system connection site during use. The following information was provided by the initial reporter, translated from chinese: "during indwelling needle puncture, blood leakage was found at the infusion connector."

Manufacturer narrative:
H6: investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1078937. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that blood leaked from the bd pegasus¿ safety closed IV catheter system connection site during use. The following information was provided by the initial reporter, translated from chinese: "during indwelling needle puncture, blood leakage was found at the infusion connector."